Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pace impedance (>2000 ohms) and elevated thresholds. There was no asystole. The lead was capped and successfully replaced. The patient's device was explanted. There were no adverse patient effects.